Manufacturer narrative:
An event of retraction problem was reported. The flexnav delivery system, along with the valve loaded inside, was returned to abbott for investigation. The distal end of the inner shaft was observed to have kink damage, consistent with use-related stress. The proximal end of the valve capsule showed accordioning-like damage, consistent with use-related stress. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all functional. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. During the procedure, while re-sheathing the valve, the valve stopped rotating when a certain point was reached. The re-sheath wheel reached the end of travel. The micro-adjustment wheel was used whilst the distal end of the delivery system was at the ascending aorta. The valve and delivery system were removed from the patient. Upon inspection the valve capsule of the delivery system had an accordion shape. A new 27mm navitor vision valve was used with the same delivery system to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. During the procedure, while re-sheathing the valve, the valve stopped rotating when a certain point was reached. The re-sheath wheel reached the end of travel. The micro-adjustment wheel was used whilst the distal end of the delivery system was at the ascending aorta. The valve and delivery system were removed from the patient. Upon inspection the valve capsule of the delivery system had an accordion shape. A new 27mm navitor vision valve was used with the same delivery system to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.